Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from 60% to 30% battery life. It was also reported that when the pump was plugged into a power source, the pump would not recognize the power source. There was no impact to the customer's blood glucose levels. It was indicated that the current pump would continue to be used for diabetes management.